Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two inappropriate shocks were delivered due to an atrial arrhythmia. The patient was hospitalized. Device interrogation noted that the device was not programmed to ignore the atrial port thus the device was programed in a way that resulted in inappropriate therapy to be delivered. The device was reprogrammed appropriately. No adverse patient effects were reported.